Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was extracted due to infection. Patient condition post procedure was good and stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.